Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a history of chronic atrial fibrillation (af). One week after the implant procedure, the patient had a post operative check and was in a normal sinus rhythm and had normal defibrillation testing. A few days later, the patient had a syncopal episode. The physician decided to upgrade the patient to a dual chamber ICD and this device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.